Event description:
They were placing a PICC in a pt that had been doing alright. They used some lidocaine and heparin. At the end of the procedure, as they were sticking, he had a reaction, his heart did not stop, but he had a reaction.